Event description:
One pt sample with discrepant creatinine results. Initial result 1.4 mg/dl. Same sample repeated twice gave results of 0.7 mg/dl each time. Initial result not reported. The field service representative determined a clotted sample had been aspirated. The system pipetting, temperature and water were checked for proper operation. Performance tests were performed and within specification.